Manufacturer narrative:
As reported, post implant of the 3dmax mesh, patient had bladder dysfunction, hypersensitivity/allergic reaction and pain thereby underwent partial removal of mesh. Based on the information provided at this time, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient¿s reported symptoms. A sample mesh has been provided for reactivity testing and the results have been requested. As reported the testing has not been scheduled yet. When/if the results of the testing are provided a supplemental MDR will be submitted to document the results. Pain and allergic reaction are listed as possible complications in the adverse reaction section of the instructions-for-use, provided with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as ( (B)(6) 2025) based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent laparoscopic right inguinal hernia repair on 2020. Two weeks later the patient felt very uncomfortable, itchy, tingling and sleep disturbance. Later developed groin pain and bladder dysfunction. Overall majority of patients symptoms seem related to multiple facial surgeries and possible foreign body reaction to the mesh placement for hernia surgery. Patient had an inflammatory reaction and had partial removal of the mesh but was unable to remove all of the mesh. Symptoms improved after mesh removal.

Manufacturer narrative:
As reported, post implant of the 3dmax mesh, patient had bladder dysfunction, hypersensitivity/allergic reaction and pain thereby underwent partial removal of mesh. Based on the information provided at this time, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient¿s reported symptoms. A sample mesh has been provided for reactivity testing and the results have been requested. As reported the testing has not been scheduled yet. When/if the results of the testing are provided a supplemental MDR will be submitted to document the results. Pain and allergic reaction are listed as possible complications in the adverse reaction section of the instructions-for-use, provided with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (20-may-2025) based on the date of awareness. Addendum: this is an addendum to the previously submitted MDR to document reactivity test results. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative symptoms experienced by the patient do not appear to be caused by the 3dmax mesh, used to treat the patient. Updated fields: a2 (date of birth), a4 (sex), b4, b5 (event description), b6 (relevant tests and lab data), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent laparoscopic right inguinal hernia repair on 2020. Two weeks later the patient felt very uncomfortable, itchy, tingling and sleep disturbance. Later developed groin pain and bladder dysfunction. Overall majority of patients symptoms seem related to multiple facial surgeries and possible foreign body reaction to the mesh placement for hernia surgery. Patient had an inflammatory reaction and had partial removal of the mesh but was unable to remove all of the mesh. Symptoms improved after mesh removal. Addendum: final reactivity test results showed no reaction to the 3dmax mesh.